Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt cannot communicate with her ipg using her pt programmer. The pt stated her programmer displays "error code" message. An sjm rep met with the pt and confirmed the issue. Additionally, the pt has been without stimulation therapy for four months. Surgical intervention to address the issue is planned for a later date.